Manufacturer narrative:
Repair components were sent to the customer as they elected to complete the repairs themselves.

Event description:
It was reported that the backrest wouldn't hold weight due to missing screws. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.